Manufacturer narrative:
(B)(4). Device 1: sn#(B)(6). Device 2: sn#(B)(6). Method: the rd900 neopuff infant resuscitator was not returned to fisher & paykel healthcare (f&p) for evaluation. Therefore, our investigation is based off the information provided by the customer and our knowledge of the product. Results: the customer reported that the gas inlet port of two rd900 neopuff infant resuscitators had broken. Conclusion: without the subject devices, we are unable to determine the cause of the reported fault. The most likely cause of the reported events is physical damage due to impact. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. We also note that the subject neopuffs are 12 to 15 years old. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A healthcare facility in oregon reported that the gas inlets of two rd900 neopuff infant resuscitators had broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Device 1: (B)(4). Device 2: (B)(4). The complaint rd900 neopuff infant resuscitators are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas inlets of two rd900 neopuff infant resuscitators had broken. There was no reported patient involvement.